Event description:
Outbound, husband reported that one of the tubing from the last order leaked. No further details provided, (B)(4). Diagnosis or reason for use: pph; is the product compounded? No; is the product over-the -counter? No.